Manufacturer narrative:
The problem may be caused by an inappropriate usage. While encountering to dense bone, the surgeon should use the tibial peg drill to make four pilot holes before positioning the tibial tower onto the tibial baseplate trial, otherwise the device breakage might happened. On the other hands, the device manufacturing manner of the spike part has been revised from one-piece machining to welding to further enhance the device strength.

Event description:
Dr. Removed the tibial tower from the tibial plateau after punching the keel. Upon inspection it was noted one of the tower spikes had broken and remained in the tibial plateau. The broken spike as extracted using a kocher clamp,. There was a 1-minute delay in the case, the patient was unaffected and the case was completed successfully.